Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
This is a non us event. Consumer stated that a tampon fell apart inside of her as she was trying to remove it. Pieces of cotton fell out of her 2 days later.